Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
During a remote follow up, oversensing episodes due to crosstalk were observed on the device. Technical support was contacted and noted the crosstalk led to pacing inhibition. Provocative testing was performed and no anomalies were noted. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received indicating additional episodes of oversensing due to crosstalk were observed after reprogramming. Technical support was contacted again and suggested a device exchange. The healthcare provider has chosen to continue monitoring the patient. The patient was stable.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of noise and pacing anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.